Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer dropped insulin pump causing damage and blank screen display. Customer's blood glucose was 20.0 mmol/l. Customer was not able to troubleshoot.

Manufacturer narrative:
The insulin pump was received with blank display due to connector on interface board broken solder joint. However, during visual inspection noted interface board missing solder ring pad/trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.